Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a peeled acoustic lens. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the investigation results, the actual product has not been returned to the quality department of the shirakawa plant, and the detailed condition of the actual product cannot be confirmed. Therefore, the information obtained from the survey results did not lead to an estimate of the cause. The root cause could not be determined. Olympus will continue to monitor field performance for this device.